Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6), 2010, the patient contacted animas alleging elevated blood glucose (bg) levels. The patient indicated that she started feeling unwell on (B)(6). At that time, the patient thought she had unspecified cold symptoms. On the (B)(6), the patient claimed that she became delirious. At an unspecified time during the time of concern, the patient claimed that she lost consciousness on the way to a hospital. The patient also claimed that she had "respiratory arrest" on arrival to the hospital. The patient alleged that she had bg levels in the "1200's" mg/dl and was hospitalized for dka. The patient was reportedly hospitalized for one week, the patient could not remember when her bg levels became elevated. The patient indicated that she changes her site every two days which was confirmed in the pump history. The basal rate was programmed as desired and delivered as programmed. The pump's date/time was reportedly correct. The patient could not recall details of having any leaks or bubbles. The patient also mentioned that the health care provider could not find a cause for the dka. The patient was advised by the animas representative to go to a backup insulin delivery plan. This complaint is being reported due to the following conclusion: the patient claimed that she lost consciousness and was hospitalized for dka.